Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated shorting/low impedance in the battery. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for normal elective replacement indicator (eri). The ICD was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.